Event description:
It was reported that the video system center camera head video socket was defective. The issue was identified during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.